Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, pump was having lower than expected flows. The previous echocardiogram verified proper positioning; however, due to the condition of the patient, the decision was made to replace the pump. The patient subsequently coded and expired prior to the replacement. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned and the low pump flow was confirmed. Cannula kink was observed. Some biomaterials were built up around the impella too. And based on the clinical data of confirmed health conditions of the patient caused biomaterial build up. Penumbra retrieved large clot. Data log reviewed and many suction alarms appeared. Root cause was most likely biomaterial, with a clear cannula kink observed. This report is being filed as part of a retrospective review of historical records.